Manufacturer narrative:
(B)(4). Visual examination confirms the inferior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue consistent with bend stress overload. Fracture appears have initiated at the base of the tang; the sharp corner may have acted as a stress riser. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. The above observations are consistent with improper use due to insufficient vertebral endplate preparation, resulting in a bend stress overload condition and the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that upon trying to remove the inserter after insertion of an implant, one of the prongs on the inserter broke off. The broken piece was retrieved and no complications occurred.